Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was not able to confirm the cause of battery depletion. The device lost telemetry and function due to battery depletion. The device was noted to be fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted.

Event description:
It was reported that the patient had been non-compliant with having device checks for over three years. The device was thought to be past end of life and could not communicate. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.